Event description:
Caller reported a cgm error 42 during their sensor session. There was no adverse impact to the customer's blood glucose level. Technical support guided the caller through a complete pump reset, after which the cgm error code did not reappear, and the caller was able to successfully start a new sensor session.